Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: prior to use, air leak test was performed and no damage was confirmed on the balloon. After the device was inserted into cavity, 20 cc of water was injected into balloon, and the balloon was broken. New device was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended by more than 30 mins.

Manufacturer narrative:
(B)(4).